Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins takes all day to charge. The patient reported that this has been happening for 1 to 2 years. No additional information regarding the issue was reported. No symptoms were reported.